Event description:
Servo-I ventilator shut down and then restarted over a 4 second period after suction support was used. It was noted to have occurred on the event log one other time that day for a two second period.